Event description:
(B)(4) study: it was reported that 372 days after a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the right distal internal carotid artery, with an 85% stenosis and was 20 mm long with a 5.7 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 7%. Nih stroke scale performed the next day was 1. The patient was discharged the day after the procedure. At 372 days after the index procedure, the patient required a 12 month ultrasound that noted a 50% target lesion. At this time, the site reported an adverse event of in-stent restenosis. No action was taken for this. Three days later, the patient was seen for a routine 12 month follow-up visit. The patient did not have any neurological event since last contact. No target lesion revascularization was performed. The event was resolved without residual effects. In the opinion of the physician, the relationship of the restenosis to the nexstent is unrelated.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).